Event description:
(B)(6) had bilateral hernia repaired. Bard 3d max used. Within 6 hours of being released ended up in e.r. Could not breathe. Severe itching at surgical sight. Was given steroids. Doctor said allergic reaction. Since then continuing itching, inflammation, enlarged prostate, bladder issues, and disabling pain. According to several doctors and urologists, it is directly related to mesh. My life has been destroyed by this product. Medication for chronic inflammation.